Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired after the use of the product administered for dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event. This event is one of two events for the same pt.